Manufacturer narrative:
One sample model 2420-0007, lot 25055437 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was seen coming from the top of the smartsite just below the back check valve. Visual inspection under a microscope showed evidence of a cut or slit on the silicone. From the manufacturer's investigation, there were not found opportunities that may contribute to the condition reported. It was not possible to identify a potential root cause. No corrective or preventive actions were determined for this complaint since it was not possible to identify a potential root cause for the condition reported. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that fluid was leaking out of the y-site at the top of the tubing, closest to the spike (where secondary line would be connected). That y-site had not been accessed in any way prior to infusion. Nurse identified problem, disconnected the bag and administered with a new set of primary IV tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.